Manufacturer narrative:
(B)(4). Batch number - m55a85. The analysis results found that a pve35a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that when the sterile package was removed from the box, the sterile package was already open. No patient involvement occurred.